Event description:
This information was found during the (B)(4) post-marketing surveillance (pms) of gore® tag® thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date (B)(4) gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2009, the patient underwent endovascular repair of a descending thoracic aneurysm using two gore® tag® thoracic endoprostheses (tg3420/06790880, tg3420/06790884). As the patient¿s bilateral common iliac arteries were extremely calcified, access was difficult to be gained using those arteries. A conduit was prepared on the right common iliac artery, and two stent grafts were advanced and deployed through the conduit. When the proximal stent graft (tg3420/06790880) was deployed just below the left subclavian artery (lsa), the flare structure unintentionally covered the lsa. Blood flow to the lsa was still maintained, and the procedure was concluded without reintervention performed. The patient tolerated the procedure without endoleaks present. On (B)(6) 2009, dehiscence of the conduit site was revealed. On (B)(6) 2009, a surgical repair was performed to treat the dehiscence. On (B)(6) the patient was discharged of the hospital. The dehiscence of the conduit site was repaired, and endoleaks had not occurred to the patient. Aneurysmal diameter was 57.5mm. On (B)(6) 2010, in six-month follow-up study, a type ii endokeak originating an intercostal artery. Aneurysmal diameter had shrunk to 51mm. On (B)(6) 2010, in one-year follow-up study, the type ii endoleak had been present. Aneurysmal diameter had shrunk to 50.4mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, in two-year follow-up study, the type ii endoleak had still persisted. Aneurysmal diameter had been decreasing to 50mm. A wait-and-watch approach had been continued. On (B)(6) 2012, in three-year follow-up study, aneurysmal diameter was 50.3mm. It was unknown if endoleaks had been present.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.